Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx pro closure device was implanted. The patient was placed on dual antiplatelet therapy (dapt) medication regimen. At the 45-day routine follow up, transesophageal echocardiography (tee) imaging revealed a device related thrombus (drt). The physicians changed the patient from dapt to oral anti-coagulation (oac) from plavix to eliquis. A follow up tee will be performed in 3 months. No further interventions were reported.

Manufacturer narrative:
B3: bsc aware date used as event date, as it is unknown.